Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 414 mg/dl at the time of incident. Customer also provide other blood glucose value such as 446 mg/dl, 470mg/dl, 412mg/dl, 435mg/dl. Customer was not ok with troubleshooting. The customer did not provided any information about the symptoms due to high blood glucose. No further complications were reported. Customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.